Manufacturer narrative:
The insulin pump had all operating currents within specification and passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, self test, reset error test, and displacement test. No excessive no delivery alarm was noted. The insulin pump properly delivered all programmed boluses during testing. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
The customer's mother reported via telephone call that the blood glucose reading was running high to 545 mg/dl and that the insulin pump had alarmed for no delivery. The customer was treated with water and manual injection and woke up with a blood glucose 211 mg/dl. The drive support cap appeared normal. No leaks or air bubbles were observed, but insulin did not exit with a manual prime. The time and date were correct and the bolus rate and bolus wizard settings were correct. The insulin pump failed the high pressure test. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.